Event description:
Two anchors from the same lot broke very easily. There were no pieces broken left in the pt. The site was prepared with the twin fix ab 5.0 mm threaded dilator. Malfunction report form confirms the back-up was from a different lot.

Manufacturer narrative:
The devices have not been returned for eval. (B) (4).